Event description:
Per medwatch received: "masimo personal sleep monitor oxygen monitor reports oxygen levels incorrectly and/or does not connect to bluetooth when using motorola sylus or google pixel 3a cell phones. The device may be used to track sleep apnea or other health conditions: https://www.masimopersonalhealth.com/pages/masimo-sleep. I contacted the company several times but they are unable to provide a technical fix for the problem. The device is advertised as being compatible with android phones, but is not compatible with two of the most common android phones on the market. The program presented a single, incorrect value for oxygen and pulse. This could be dangerous because it provides incorrect health information." No patient impact or consequences were reported.

Manufacturer narrative:
Masimo sleep is a health and wellness consumer product and not a medical device. Per the users guide, under safety precautions, "do not self-diagnose or self-medicate on the basis of the measurements. Always consult your doctor." Device not returned.